Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent high blood glucose (bg) despite insulin delivery from the ilet, with the highest bg of 264 mg/dl. The user had been on the ilet for 24 hours. The agent advised a supply change. The user confirmed no site leakage, no symptoms, and planned to change supplies and continue corrective therapy on the ilet. Bg was corrected with corrective insulin on the ilet. No symptoms were reported during the event and no medical intervention required at the time of call.